Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error during a basal. The customer was unable to remove the battery from the insulin pump because the battery cap was stripped. The customer stopped using the insulin pump. He dropped the insulin pump a few times. Customer's blood glucose level was not reported. The customer was in a diabetic ketoacidosis but was not hospitalized. He was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a stripped battery cap coin slot, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube, and minor scratches on the display window. No belt clip assembly was received with the insulin pump. No belt clip anomaly could be verified.